Manufacturer narrative:
Product in complaint was returned to zoll circulation on 11/07/2013 for investigation. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed.

Event description:
Complainant alleged that during use on a female patient of a larger size, the autopulse resuscitation system operated well for approximately 5-8 minutes. After the crew suspended compressions to complete a rhythm check the platform was restarted, whereby it performed about 3 compressions, stopped and then displayed an ¿align patient on platform¿ message. The crew made several attempts to restart the platform, however these were unsuccessful. No error codes were observed. The crew therefore reverted back to manual compressions. The autopulse device was tested back at the station the following morning ((B)(4) 2013) with a test mannequin and it functioned properly. A zoll rep indicated that when examining the autopulse device it was observed that the battery latch and lifeband clips were loose when a new lifeband was placed on the platform. The platform also displayed a user advisory ua12 (lifeband not present) message. No adverse patient sequelae was reported. No additional details were provided.